Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured november 23, 2016 ¿ november 29, 2016. The device was received for evaluation with approximately 105 ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow. This occurred before patient infusion. The device was filled with 4100 mg of fluorouracil diluted with sodium chloride solution to a total fill volume of 96 ml. There was no patient involvement. No additional information is available.